Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during fill 4 of 4. Per the home patient (hp), she swapped the blue clamp bag (final bag) for the red clamp bag (heater bag). The technical service representative (tsr) helped the hp end therapy and do a manual drain. Product surveillance (ps) contacted the hp on (B)(6) 2012. Since then, therapy has been going well. Ps reviewed proper procedures with the hp. The hp stated that the tsr had also discussed proper procedures. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.